Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose level and they was in an ambulance. Customer was having blood glucose level as low as 11 mg/dl and high as 483 mg/dl at the time of incident. Customer¿s current blood glucose is 566 mg/dl. Customer declined to troubleshoot and released call. The customer did experienced the symptoms such as thirsty. Customer stated she had blood at site and wanted to know what may be going on. The insulin pump will not be returned for analysis.